Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the atrial lead dislodged and fell into the ventricle. Capture threshold had increased and when an atrial capture test was run it appeared that the atrial paces were capturing the ventricle. Also, the atrial lead was sensing r-waves not sensing p-waves. The lead was explanted and replaced.